Event description:
On 18th march, 2022 getinge became aware of an issue with one of surgical lights - volista standop. It was stated the power supply for the volista light sustained water damage caused by leaking pipes in the ceiling above the power supply. The water leak was not caused by the volista components in any way. We decided to report the issue in abundance of caution as contact of water with live parts may cause electric shock.

Manufacturer narrative:
Additional information will be provided following the conclusion of the investigation. Device not returned to manufacturer.

Manufacturer narrative:
The initial reporter is equipment manager. The correction of d4 catalog # deems required. This is based on the internal evaluation. Previous d4 catalog # ardvst229003a. Corrected d4 catalog # ard568821911. According to the reporting timeframe we would like to provide the information about current status of the issue. Please be advised that it is being investigated. Additional information will be provided following the conclusion of the investigation.

Event description:
Manufacturer's reference number (B)(4).

Event description:
On 18th march, 2022 getinge became aware of an issue with one of surgical lights - volista standop. It was stated the power supply for the volista light sustained damage caused by water ingress from leaking pipes in the ceiling above the power supply. The water leak was not caused by the volista components in any way. We decided to report the issue in abundance of caution as contact of water with live parts may cause electric shock.

Manufacturer narrative:
Getinge became aware of an issue with one of surgical lights - volista standop. It was stated the power supply for the volista light sustained damage caused by water ingress from leaking pipes in the ceiling above the power supply. The water leak was not caused by the volista components in any way. We decided to report the issue in abundance of caution as contact of water with live parts may cause electric shock. According to the information gathered, the damaged components both in the power supply and lights were replaced and lights are now fully operational. It was established that when the event occurred, the surgical light did not meet its specification, since presence of water affects surgical light¿s functionality and safeness, and in this way device contributed to event. Gathered information suggests that the device was not being used for patient treatment at the time when the event occurred. When reviewing similar reportable events for the same device type, we have been able to confirm that the investigated issue has never led to serious injury or worse, to our knowledge. Comparing the number of complained devices to the install base of the volista range, we can conclude the failure ratio is very low. A root cause analysis was performed by subject matter expert at manufacturing site. As they stated, according to the information provided the presence of water in the power supply of the surgical light is the result of a water leakage from the ceiling of the facility. It is a phenomenon external to the device. This problem is not related to the device since the volista surgical light itself is not supplied with water and is not a source of a leak. We believe the related devices are performing correctly in the market, as the issue occurred due to the customer¿s facility issue. The correction of b5 describe event or problem field deems required. This is based on the internal evaluation. Previous b5 describe event or problem: on 18th march, 2022 getinge became aware of an issue with one of surgical lights - volista standop. It was stated the power supply for the volista light sustained water damage caused by leaking pipes in the ceiling above the power supply. The water leak was not caused by the volista components in any way. We decided to report the issue in abundance of caution as contact of water with live parts may cause electric shock. Corrected b5 describe event or problem: on 18th march, 2022 getinge became aware of an issue with one of surgical lights - volista standop. It was stated the power supply for the volista light sustained damage caused by water ingress from leaking pipes in the ceiling above the power supply. The water leak was not caused by the volista components in any way. We decided to report the issue in abundance of caution as contact of water with live parts may cause electric shock.